Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented for routine follow-up where no capture was observed. X-ray revealed the lead was dislodged as a result of device migration. The lead was explanted and replaced when repositioning was unsuccessful. The patient's condition was stable during and post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.